Event description:
A customer contacted beckman coulter regarding erroneous results that were generated by the unicel dxl 800 access analyzer. The customer noticed imprecision problems with some of their control and test results. The problem was initially observed in 2005 when the folate qc results were outside the expected range. The customer indicated that they recalibrated the folate and reran the qc. The folate qc results were within the expected range. The customer indicated that from this day until the following day some of their qc results were within the expected ranges. The customer indicated that in the afternoon they noticed pt sample results were high free t4 (ft4) and normal tsh [pt results were not provided]. The customer inspected the instrument to determine the cause of the poor qc results and high ft4 results. The customer discovered that the poor qc and high ft4 results were run on reagent pipettor #1. The customer reran all qcs and observed good qc results on all pipettors except for pipettor #1. The customer disabled pipettor #1 and reran approx 200 pt samples that were previously run on the instrument using pipettor #1. The customer indicated that corrected reports were sent out. The customer did not provide any pt results or additional info regarding this event. The customer indicated that there was no change to pt treatment attributed to or connected with this event.